Event description:
The customer reported obtaining false low sodium (na) results for five (5) patients involving the au480 clinical chemistry analyzer. The customer indicated they also had sample clot error. The customer repeated the sample on another system and obtained a result considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter customer support (cts) specialist assisted the customer over the phone to troubleshoot the issue. As troubleshooting measure, the cts had customer clean the sample probe. However, this did not resolve the issue. Service was requested. A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the instrument. The fse inspected the instrument and noted that the sample probe would continue to dispense after wash. The fse determined the inner wash valve was defective and replaced it to resolve the issue. The fse also replaced the degasser and tubing's as a proactive measure. The primary cause of the failure was identified as a faulty inner sample probe wash valve. No further issues were noted after part replacement. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).